Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left calcification. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 80-year-old female patient underwent revision breast augmentation with 200cc mentor memorygel breast implant on both sides and experienced breast implant rupture, and capsular contracture; baker grade iii on her right side postoperatively. On february 26, 2026, mentor became aware that the date of surgery is (B)(6) 2026. On march 8, 2026, mentor became aware that the patient also experienced left breast internal calcification in addition to right side rupture, and capsular contracture; baker grade iii. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On march 31, 2026, mentor became aware that only right side device was explanted and replaced. Left side device remains implanted. Hence, following updates have been made on this form: - is required intervention has been de-selected under section b; field b2 - explantation date has been removed from fields d6b. - field h6 health effect - impact code has been updated to ¿serious injury/ illness/ impairment¿ - field h6 type of investigation has been updated to "device not accessible for testing" reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 28, 2026, mentor became aware that the right side device was intact. No reportable information was received for the left side. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).